Event description:
Pt presented to her md office on (B)(6) 2012 with port-a-cath swelling and erythema. She was place on doxycycline. However, she got worse and returned to md office and subsequently admitted to hosp. The site of the port-a-cath was red, swollen and tender. The surgeon was consulted and recommended removal of the device. The venous access injection showed the device was patent and functioning well, but the area around it was infected. The pt had ddavp prior to the procedure and tolerated the procedure well. She was d/c home on oral antibiotics.